Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was isolated to multiple components being shorted on the defibrillator pca and computer/analog board, as well as thermal damage to u15, u16, u17, u18 and multiple components on the ca board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.